Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. Reportedly, the customer stated that most likely the cause was due to stopping the fill early and ending the load sequence. During troubleshooting with tandem technical support (cts), cts assisted the customer and was able to receive insulin out of the tubing and resumed insulin therapy. There was no impact to the customer's blood glucose level.